Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert. The customer was on the third day and was due for a change but the insulin gauge displayed an inaccurate fill estimate. The customer changed out the supplies prior to contacting tandem technical support. Additionally the customer was not seeing drops of insulin exit the end of the tubing during filling after multiple attempts. During troubleshooting with tandem technical support, the customer reloaded the cartridge and was able to receive an accurate fill estimate. The customer also reprimed and was able to see drops after reconnecting the tubing. The customer's blood glucose level was 325 mg/dl. The customer administered a manual injection.